Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient¿s mother stated the patient experienced a rash and inflammation around the sensor insertion area. Patient¿s mother felt area after patient reported discomfort, and due to warmth of irritation, she thought it was cellulitis and brought patient to urgent care on (B)(6) 2017. While there, the sensor was removed and the doctor prescribed hydrocortisone cream and recommended over the counter (B)(6). At the time of contact, it was indicated that the patient was experiencing continued irritation. No additional event or patient information is available.